Event description:
It was reported by provider that the irc5po2v concentrator, after 40 minutes, will have the low o2 yellow light will come on. The provider states the unit has 357.2 hours on the unit. He also states the unit is a rental. No additional information is available per the provider.